Manufacturer narrative:
(B)(4). The device was not available for evaluation. As a result, a cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During troubleshooting for an unrelated alarm during initial drain on a homechoice (hc) device, it was reported that there was air in the patient line. There was nothing found during troubleshooting that would cause or contribute to the air in the line. The technical service representative (tsr) advised the home patient (hp) to start over with new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.